Event description:
The report received from the affiliate indicated that the smart control stent was deployed in a 90% occluded lesion in the biliary bile duct that was tortuous and at an acute angle. During the attempts to remove the device resistance was felt and the clear inner plastic sheath was broken. Because the clear inner sheath was stuck to the pt and the delivery system could not removed, the physician cut and spread the clear plastic to remove the system. When the device was received, there were three segments of clear inner shaft measuring 9.35, 18.5 and 21 cm.

Manufacturer narrative:
This device is available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.